Event description:
Reportedly the pump indicator light were flashing indicating that pump is infusing, but the attending anesthesia clinician found that there was no infusion. The pump was replaced with another for continuation of the infusion. There were no pt issues reported as a result of this event.